Manufacturer narrative:
Updated fields: h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint of ¿no image¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device had no image. The cause of the error code b30 and missing image was attributed to a faulty power supply. The cause of the faulty power supply was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a b30 scope communication error message and had no image. The issue occurred when preparing the device for use in a diagnostic gastro endoscopy procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.